Event description:
It was reported that after a few seconds pacing rhythm stopped, pt had some extra ventricular systole. Pacing didn't come back. Hosp checked the monitor and cable and everything was working. No pt complications were reported.

Manufacturer narrative:
Device not returned.